Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and stated that there was no indication of instrument malfunction. The hsc specialist stated that the sample in question was processed from a small sample container (ssc) cup which only has a liquid level sense and not a full level detect. Also, the sample was centrifuged for a short period of time and there was the presence of hemolysis in the sample. The cause of a discordant, falsely elevated ctni result on one patient sample was related to sample handling and sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. A new sample was drawn from the patient and tested on the same instrument, resulting lower. The original sample was repeated on the same instrument, also resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.